Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022. Pcr confirmation testing was performed and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at (B)(4). On retained kit lot m166091 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number#: 190-000 / lot#: m166091, test base part number#: 190-430 / lot#: m166091. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot#: m166091 showed that the complaint rate is 0.002%. (B)(4) was unable to determine the exact root cause of the reported issue. A possible assignable root cause is patient sample interference.